Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the information provided: expiration date - unknown. Manufacture date ¿ unknown. Return expected, not yet received.

Event description:
During preparation of the bone cement, the monomer liquid would not dispense into the cylinder. No patient injury occurred as a result and the procedure was completed without delay.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to specifications. The product inspection revealed the system was airtight, however the pouch leaked before the vacuum was complete. Most likely root cause of the event was use error.